Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there have been IV infiltrations which have resulted in a fasciotomy being provided to the patient. Although requested no further information regarding the events was known by the customer. According to the alaris directions for use: "this system is a positive displacement delivery system, capable of developing positive fluid pressures to overcome widely varying resistances to flow encountered in practice, including resistances to flow imposed by small gauge catheters, filters, and intra-arterial infusion. It is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions".